Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-37889. It was reported that the patient presented for an unrelated procedure. Prior to the procedure, upon interrogation, it was noted that the atrial lead and right ventricular exhibited noise over-sensing resulting in automatic mode switch episodes and signal artifact. No intervention was performed. The condition of the patient is unknown.